Event description:
It was reported that a patient underwent a left inguinal hernia repair on (B)(6) 2011 and mesh was implanted. Since the procedure the patient has experienced pain when walking. The surgeon has recommended additional surgery. The patient was hospitalized for the pain. The patient was discharged from the hospital without surgery. The patient refused surgery at this time.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2013. (B)(4). Pain occurred . No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.